Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Patient treatment settings, patient information and incident form have been provided by the user facility. A lumenis healthcare professional reviewed the reported event details stated " customer complaint that three patients have had bruising post-treatment with the light sheer xc. Pt was skin type iii, unknown age female with treatment to her upper thigh for hair removal. Treatment settings for black coarse hair, 20 joules 30ms single pulse with the 805nm xc(12x12) handpiece with the chill tip on. A test spot was preformed 15 mins prior to treatment. The patient reports upper thigh bruise lasting approx 1-week post-treatment. Lumenis service engineer evaluation notes that the output was elevated". The lumenis healthcare professional and clinical trainer determined the injury as a 'none injury' (ranked as 1). A lumenis service engineer evaluated the subject device confirming that the power of the device was out of specification. Due to that reason, he removed from use. He ordered new control boards. The company is reporting the event in an abundance of caution, lumenis has opened an investigation regarding this complaint in order to evaluate whether the malfunction could cause a serious injury if it were to recur, although in this case, the malfunction didn't lead to a serious injury. Upon completion of the failure analysis of the compliant device, if there is any further relevant information from that review, the complaint record will be updated and a supplemental medwatch will be filed.

Event description:
A user facility reported that three (3) patients suffer from bruising and swelling immediately after treatment with the lightsheer. This complaint is for patient 2 of 3, initials kk suffers from bruising on the face.